Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), dilated left atrium and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, clip was locked at 60 degrees, and it opened slightly more than 5 degrees during the first establish final arm angle testing (efaa) after grasping the leaflets. The clip was unlocked, opened to 120 degrees and then locked the clip. Again, the clip was opened until 5 degrees. Clip was implanted. All steps were performed as per IFU during the preparation and procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening during efaa. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.